Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the ipg site due to movement in the pocket. Surgical intervention was undertaken on (B)(6) 2025 wherein new pocket was created above the original incision. Ipg was then anchored in new pocket to minimize ipg movement. Therapy was restored following the procedure.